Manufacturer narrative:
This lead remains implanted and thus is not expected to be returned to bsc. No further information has been made available at this time. Should additional information become available, this report will be updated.

Event description:
Additional information received reported that the lead was tested prior to the revision and the lead exhibited low impedance measurements of less than 200 ohms, low amplitude measurements, noise, oversensing, high threshold measurements, and no capture. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and thus is not expected to be returned to bsc. No further information has been made available at this time. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.